Event description:
It was reported that 74 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced missing scale markings and scale marking issues which was noted prior to use. The following information date received for intake: (B)(6) 2020. Material no: 309572, batch no: 0065936. During production set up on (B)(6) 2020, several 3 ml bd syringes were found to have no markings to indicate volume. A technician went through all syringes from this lot on site, and found, out of approximately 800, there were 74 without the necessary markings. Another technician said that they had also encountered one of these syringes earlier that day.

Manufacturer narrative:
H.6. Investigation: one photo and ten 3ml syringes in fully sealed blister packs confirmed to be from batch 0065936 (p/n 309657) were received and evaluated. It was observed there was no print on any of the barrels, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 0065936 has been provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 74 bd 3 ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced missing scale markings and scale marking issues which was noted prior to use. The following information date received for intake: (B)(6) 2020. Material no: 309572, batch no: 0065936. During production set up on 9/1/2020, several 3 ml bd syringes were found to have no markings to indicate volume. A technician went through all syringes from this lot on site, and found, out of approximately 800, there were 74 without the necessary markings. Another technician said that they had also encountered one of these syringes earlier that day.